Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 305 mg/dl and 139 mg/dl. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.